Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardioverter defibrillator recorded high out of range shock impedance, measuring greater than 125 ohms. Technical services were consulted and recommended to reset the alert and increase the out-of-range limit to 150 ohms. No adverse patient effects were reported. This device and the right ventricular (rv) lead remain in service.